Manufacturer narrative:
No device was returned for evaluation. The reporter indicated that the device was discarded.

Event description:
It was reported that the moist heat pack burned through the pad during treatment. There was no reported patient harm. No further information was provided.